Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4 unique device identifier (UDI) #1, d8, h2, h3, h6, h11. Corrected fields: e1, e3, g4. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name:(documented here in it's entirety due to character limitations in respective field): (B)(6). E1: address (documented here in it's entirety due to character limitations in respective field): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited a foreign object in suction channel. The issue occurred during inspection for use there were no reports of patient harm.